Event description:
An implant card was received noting that following a battery replacement, high impedance was seen. It is unknown if this impedance has since been resolved. No other known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Clarification was later received surrounding the case. The patient was scheduled for a battery replacement, and impedance was ok. When the old generator was exchanged, the new generator showed high impedance. The surgeon was advised to disconnect the electrode, re-insert, clean electrode pin, and turn off lights in the operating room to remove any electromagnetic interference. Nothing solved the impedance problem. Surgeon did not want to get an x-ray and would not perform an electrode revision surgery. The patient has the new generator implanted and turned off. No other relevant information has been received to date.